Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of occlusion can be confirmed. An occlusion test was conducted on the returned sample per manufacturing specification. An occlusion was observed. In attempts to locate the location of the occlusion the female lure was cut off and the test was repeated using a canula provided by ICU medical. The occlusion remained. The set was cut two more timed until only the connector remained. Inspection of the connector tube bond area showed a partial errant adhesive occlusion. The probable cause is due to errant adhesive application during assembly in tijuana.

Event description:
It was reported that pwd wanted to report a line blocked that had occurred. The infusion set and cassette were changed by pwd to resolve the line blocked issue, and nothing out of the ordinary was observed with the infusion set or cassette. The operator of the device was a lay user. The event occurred while in use with a patient. There was no patient injury.